Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 42 mg/dl at the time of the incident. Customer was treated with food and glucose tablets. Customer also reported crack on the side where the battery was inserted. Customer had not alleged that the insulin pump was over delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. Device received with cracked case.